Event description:
During surgery to remove hardware and revision of right hip total joint hip replacement, it was noted that electrosurgical pencil tip had broken in half. The pencil and tip came in a surgical kit from medline. This occurred near the end of the case.